Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative/postoperative diagnosis were urinary incontinence, cystocele, rectocele, enterocele, and disrupted perineal body. The procedures performed were anterior and posterior colporrhaphy using pelvicol acellular matrix graft, laparoscopic uterosacral vault suspension, tension-free vaginal tape placement, sphincteroplasty, and transurethral cystoscopy. The patient had a history of urinary incontinence and pelvic organ prolapse. Post operative visits: (B)(6) 2005 - continued deep pelvic pain associated with the right angle of the vaginal cuff. Some improvement with topical estrogen. On (B)(6) 2205 - no further progression of cystocele and no urinary incontinence. Normal bowel function. Dyspareunia and vaginal shortening reported.